Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet following a cgm interruption overnight and delayed reconnection later the next day, during which the user also went through an entire insulin cartridge in 24 hours with a current cd infusion set. Symptoms included high blood glucose. Outcomes included troubleshooting and education provided. Investigation included complaint handling and troubleshooting of use conditions. Investigation of this case revealed that hyperglycemia occurred in the context of interrupted cgm data and subsequent delayed reconnection, with insulin delivery proceeding as configured and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.